Event description:
It was reported an infection was suspected at the patient's ipg wound site due to drainage from the area. As a result, surgical intervention was undertaken on (B)(6) 2018 to evaluate the issue. In turn, the physician opted to explant the entire system. Cultures were obtained ; however results are unavailable at this time.